Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated upon receipt. During the evaluation and in decontamination, it was found that the circulation pump would not fill the device. (Arctic sun 5000) no error code observed. Circulation pump was serviced. Device underwent 2000 h pm procedure. Mixing pump was serviced. Heater, manifold o-rings, drain valves, tank tubing, and coin cell battery were replaced. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. Per review of wo notes, a check of the diagnostics indicated that the circulation pump was unable to generate more than -0.5 psi during filling. Requested a quote for 2k hr service and loaner.